Event description:
The patient has two leads from the same lot number. The patient is not receiving effective stimulation after suffering multiples falls. X-rays indicated her leads have migrated. Surgical intervention is pending to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.